Event description:
A report was received that the patient was experiencing tenderness over the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-30, serial #: (B)(4), description: linear 3-6 lead, 30cm, model #: sc-3354-25, serial #: (B)(4), description: w4 splitter 2x4-25 cm, model #: sc-3304-25, serial #: (B)(4), description: d4 splitter 2x4-25 cm.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing tenderness over the ipg site. The patient will undergo an explant procedure.